Manufacturer narrative:
(B)(4). This lot was manufactured july 07, 2014 to july 09, 2014. Evaluation summary: visual inspection on the unit noted fluid inside the housing. There was no evidence of a ruptured reservoir. A functional test was performed by filling the reservoir with water and a leak was observed at the welded area of the volume indicator port, located inside the housing. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that an infusor elastomeric device was observed with a ruptured reservoir. According to the report, the customer stated that this event was noted during filling of the device with fluorouracil, prior to connecting it to the patient. The reporter stated that there was no patient involvement. No additional information is available.